Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: her blood glucose (bg) levels were in the in the 400-600 mg/dl range and she has nausea, vomiting and headache with high bgs. She attempted to change tubing/infusion set and site and when she tried to prime, nothing would come out and there was reportedly no movement of piston rod or motor sounds. She was able to manually push insulin thru the infusion set. She then went to injections today and her bg dropped to 30 mg/dl. Paramedics were called as she passed out. They were able to give her d5w and bring her bg back up. The patient has an ear infection. The patient alleges, the pump was not actually pushing insulin out during her boluses, either. During troubleshooting, she was unable to deliver an air bolus as the pump would not prime. She feels the high bg is due to piston rod not moving on pump, the low bg reading was due to taking too much insulin via syringe injections and reports no issues with the cannula when old site was removed. The patient is on a back- up plan until a replacement pump arrives. This complaint is being reported as the pump is allegedly not pushing insulin out, and because, the patient experienced hypoglycemia which required medical intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump black box showed no evidence of prime issues occurring during the reported period. No activities outside of normal use were observed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The basal rates showed that on (B)(4) 2012 the pump was suspended for 2 hours and then a power event caused an interruption of 4 hours related to the use of a discharged battery. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.